Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, after the sheath was inserted into the left atrium and then the dilator was removed, blood leakage was observed from the hemostatic valve prior to insertion of the catheter. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.